Manufacturer narrative:
Manufacturer date was stated to be 18-sep-2017. The manufacturing date is unknown since this smi-02n needle is produced by classic wire cut co.

Manufacturer narrative:
The reported device was discarded by the user facility; therefore, a packaging evaluation is not able to be completed. The alleged sterility breach is unable to be verified. No prior complaints have been filed against this lot. There have been no similar complaints reported for this device in the past two years. In this same timeframe, (B)(4) units have been manufactured and shipped worldwide, making the rate of occurrence of this failure (B)(4) percent. This reported packaging issue was obvious to the user. There was no patient involvement. As with all medical devices, examination of the product occurs multiple times prior to use. Good clinical practice would include examination and verification of the original packaging and its labeling to ensure both are intact. The instructions for use (IFU) provide the following warning. If packaging has been opened/damaged or altered, do not use the product and contact the manufacturer immediately. This incident type will continue to be monitored through the complaint system to assure patient safety.

Event description:
A sterility breach was reported on a smi-02n. This was found during intake; therefore, there was no patient contact. Additional information was collected from the sales representative that the autopass needle was poking out of the package and stated to have slipped out of the blister. Three additional boxes were received and inspected with this being the only device with a visual defect. The device was discarded at the facility. This report is raised on the basis of a report malfunction with potential for injury with recurrence.